Manufacturer narrative:
As no device was rec'd for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs prior to shipment. The root cause will be documented as anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within the directions for use.

Event description:
Same case as: 2134265-2008-02874, 2134265-2008-02875. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a rash and cracking on her palms and soles of her feet occurred. A 2.50x24mm taxus express2 drug eluting stent, a 3.00x16mm taxus express2 drug eluting stent, and a 2.50x20mm taxus express2 drug eluting stent were implanted. After stent implantation, the pt initially experienced a rash on her palms and soles. The rash has resolved, but she continues to have cracking and peeling of the palms of her hands and soles of her feet. She has seen dermatologists and been diagnosed with contact dermatitis. She continues to have skin symptoms that began after the stents were inserted. The implanting physician saw the pt 7 months post the initial procedure. The physician was unaware of the pt having a rash since the stents were placed. The physician has not seen the pt since that visit. The relationship of the rash to taxus express2 stents is unk.